Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient stated the first implant did not work so they had to leave it in and could not take it out. The patient stated over the years it had not been a problem until recently patient was feeling their rear end where the implant was inserted and they couldn't find the oldest one. The patient was wondering if the implant could move? The patient did not know when they noticed it because they did not usually feel the rear end but they noticed that one of them was gone and they could not feel it anywhere. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.